Manufacturer narrative:
One hundred twenty-seven sites have been notified via a product safety notice (psn) and a correction is available for sunquest laboratory versions 6.4.4 and 7.1. There are 0 sites that have already been corrected. The following workarounds are available: 1. Using laboratory maintenance option 1 (test/batter/package definition) modify the micro battery in which all tests are suppressed so at least the test sdes is unsuppressed, or make the micro battery non-orderable so it cannot be used. Or 2. Change the site parameter "block display of sensitive test orders in inquiry functions (y/<n>)" (2,2,6) to "n". Computer software program code evaluated.

Event description:
In microbiology result entry (mre) the specimen ribbon containing the accession number (an) and battery name may be missing or contain the wrong information this can occur: when a micro battery has suppressed all tests, and the site parameter "clock display of sensitive test orders in inquiry functions (y/<n>)" (2,2,6) is set to "y".